Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer was able to continue using it without recurrence of the malfunction code. The customer was instructed to call back if the issue reoccurred and acknowledged the instructions.